Manufacturer narrative:
Additional information was received that the patient's clik anchor was damaged in the procedure and the bsn representative was not sure if the missing component was explanted. Sc-2218-70 (sn:(B)(4)): the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 34 cm from the proximal end. Cables were not exposed at the clik anchor fracture site. X-ray inspection confirmed all cables were fractured at the bent/kinked section of the lead. The fractured cables resulted in the reported high impedances. Sc-2218-50(sn:(B)(4)): the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 33 cm from the proximal end. Cables were not exposed at the clik anchor fracture site. X-ray inspection confirmed all cables were fractured at the bent/kinked section of the lead. The fractured cables resulted in the reported high impedances. Sc-3138-25(sn:(B)(4)): device evaluation indicated that the returned lead extension was analyzed and no anomalies was found. Sc-4316(lot #: (B)(4)) the clik anchor has torn eyelet with missing silicone material.

Event description:
A report was received that during a revision procedure high impedances were noted. The patient underwent a procedure wherein one extension and two leads were removed. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician was not aware where the missing silicone was.

Event description:
A report was received that during a revision procedure high impedances were noted. The patient underwent a procedure wherein one extension and two leads were removed. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead model#: sc-2218-70 serial #: (B)(4) description: linear st lead model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm.

Event description:
A report was received that during a revision procedure high impedances were noted. The patient underwent a procedure wherein one extension and two leads were removed. The patient was doing well postoperatively.